Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had rotated in the pocket. The physician sutured the device in the pocket. The ipg remains in use. No patient complications have been reported as a result of this event.